Event description:
It was reported that the patient was hospitalized with hyperglycemia and kidney and bladder infections on (B)(6) 2026. The patient's blood glucose level reached approximately 300 mg/dl while wearing the pod between 4 and 24 hours. Reported symptoms included feeling sick, nausea, weakness, loss of balance, fever, and vomiting. The patient was treated with novolog intravenous (IV) insulin for hyperglycemia and antibiotic therapy for the kidney and bladder infections. Magnetic resonance imaging (MRI) tests were reportedly performed as part of the diagnostic evaluation for the infections. The patient was discharged on (B)(6) 2026 after approximately four days of hospitalization. The pod was reportedly removed and discarded at the hospital and was not available for evaluation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158"